Event description:
It was reported that during a shoulder procedure using a speedscrew 5.5 implant with inserter handle, the implant broke upon insertion and could not be locked into place or extracted. The implant was abandoned in the bone and the procedure was completed successfully by drilling a new bone hole and using an additional speedscrew implant. There were no significant delays or pt complications reported as a result of this event.